Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: the balloon ruptured after 15 pumps of inflation bulb. The device broke during the procedure, no pieces fell into the cavity. There was no add'l bleeding, no tissue trauma/damage. No pt injury was reported.